Manufacturer narrative:
A basic tabletop function test was performed and it was found that the lift functioned fine, but had signs of strap wear, wear marks in the plastic, loose motor bolts, no grease, cracked and broken covers, and a lot of debris in the lift. The condition this lift currently is in couldn't have occurred in the 8 months since the last preventive maintenance was performed, unless the maintenance was improperly performed or not performed at all. A weight test was performed and the investigator was unable to exactly replicate the failure the (B)(6) reported.

Event description:
We had one of our 625lb handicare ceiling lifts that was holding the vet approximately 18 inches above a toilet when the strap suddenly dropped. The strap is intact but sounds like it slipped, dropping the vet back onto the toilet. The vet was transported to the hospital with a fracture.